Event description:
Customer's nurse reported customer received a reading of 108 mg/dl on his freestyle freedom blood glucose meter compared to a healthcare provider's reading of 50 mg/dl, on an unknown brand of meter. It was also reported the customer experienced a loss of consciousness. Paramedics were called, started a dextrose intravenous and transported customer to a local hospital, where he was diagnosed with hypoglycemia. It is unknown what treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer reportedly ate between the readings.